Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The reporter claimed the alleged issue began on the same day she contacted lfs for assistance. She reported that the patient is an insulin user and takes 100u novolog in the morning and 70u of novolog in the evenings. She stated that prior to the alleged issue occurring the patient had last tested at 6pm the evening before ((B)(6) 2014) and the subject meter read ¿600mg/dl.¿ the patient administered her usual fixed 70 units of novolog, had her usual dinner and went to bed. The reporter stated that on (B)(6) 2014 at approximately 4:15am, she found the patient lying in bed ¿unresponsive.¿ she immediately tested the patient using the subject meter and observed a value of ¿139mg/dl.¿ the reporter called the emergency medical team (emt) and when the emt arrived approximately within 5-10 minutes, they also checked her blood glucose using the emt meter and obtained a value of ¿27mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The emt personnel immediately treated the patient with IV glucose and the patient began to respond within 2 minutes. The emt retested the patient after the glucose treatment and observed a value of ¿215mg/dl.¿ the patient was not taken to the hospital. At the time of troubleshooting, the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition and the testing procedure was correctly followed. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required intervention from a health care professional after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2014), the lay user/patient¿s meter has been returned on 09/09/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings: the meter involved in this case has passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/08/2014). The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.